Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman port s/l. On (B)(6) 2025, there was difficulty pushing blood back in, and after imaging, the catheter was found to be damaged at the puncture point, and the catheter was removed and reimplanted in a set of implanted ports. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one x-ray video were provided for review. The photo shows a partial view of a port with catheter in which partial break was noted in the middle portion of the catheter. The video shows, during injection of the port with contrast, there is contrast surrounding the catheter as well as within the catheter. The contrast starts immediately around the injection site. Therefore, the investigation is confirmed for the reported suction issue, catheter damaged and the identified catheter fracture issue as the partial break was noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the hickman port s/l. On (B)(6) 2025, there was difficulty pushing blood back in, and after imaging, the catheter was found to be damaged at the puncture point, and the catheter was removed and reimplanted in a set of implanted ports. There was no reported patient injury.